Event description:
It was reported that several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on a merlin.net transmission. Patient was asymptomatic. Programming changes were made, as recommended. On (B)(6) 2017, another transmission was received with another instance of oversensing episodes. No further action is planned at this time. Patient is fine.

Event description:
New information received indicated that the device exhibited another episode of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made to resolve the issue. Patient was stable.